Event description:
It was reported that the device was used during a pulmonary artery procedure. The surgeon was using scb45 with tr45b and tr45g reloads. The device would cut, but would not staple. There was no hemorrhaging and sutures were used to complete the case. There was no further consequence to the pt.